Manufacturer narrative:
Concomitant medical product: 559453 lead, implanted: on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise of high rate non-sustained episodes and thirty-five sic (sensing integrity counter). Small fib waves were observed and several months ago there was varying rv and svc (superior vena cava) high voltage impedances. The rv lead remains in use. No patient complications have been reported as a result of this event.